Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the regen¿ tht® nc: 1.0ml there was an issue with foreign matter. It was stated ¿there are thirteen tubes with glass defects. According to the sales rep that glass defect is just spots in the glass". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for glass defects with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to glass defects was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for glass defects with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the regen¿ tht® nc: 1.0ml there was an issue with foreign matter. It was stated ¿there are thirteen tubes with glass defects. According to the sales rep that glass defect is just spots in the glass.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for glass defects with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to glass defects was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for glass defects with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the regen¿ tht® nc: 1.0ml there was an issue with foreign matter. It was stated ¿there are thirteen tubes with glass defects. According to the sales rep that glass defect is just spots in the glass.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the regen¿ tht® nc: 1.0ml there was an issue with foreign matter. It was stated ¿there are thirteen tubes with glass defects. According to the sales rep that glass defect is just spots in the glass.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.